Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: hematoma. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after uneventful clip deployment pulsatile bleeding continued and a small hematoma developed. Manual compression was applied to achieve hemostasis. The hematoma was reported to be "getting smaller". The closure site was challenged for hemostasis by having the patient cough; no bleeding was present. There was no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.